Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort with the implantable pulse generator (ipg). The patient underwent an explant procedure and was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.